Event description:
It was reported to baxter france that the reservoir of an intermate lv 250 device ruptured during patient use. The reservoir ruptured near the end of the infusion of an unknown drug. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The actual device is not available for evaluation; however the customer sent a photograph of the device to baxter for evaluation. The photograph was received on august 11, 2010, and a visual inspection of the photograph confirmed the reported condition of ruptured reservoir. The root cause investigation is being conducted under CAPA (B)(4). Per the batch review, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Per the trend review, there have been similar complaints with the same reported condition and the trend is stable year over year.